Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this one procedure? 2 dozens. How was the procedure complete? Device was replaced. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the previous additional information provided, you stated that ¿2 dozens¿ were involved in the procedure. It is unclear what ¿2 dozens¿ actually refers to. An actual number is needed and not just the statement of ¿2 dozens¿. Please provide the exact number of actual sutures that had an issue in this one patient procedure? How many different patient procedures total? For each patient procedure, you must open up a separate pc (product complaint) for each individual patient with the total quantity of sutures involved for that 1 specific patient.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, it was reported that an uneven size of suture and that the suture was easily broken. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis unopened samples of product code. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, breakage suture or diameter issue were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-82249 and 2210968-2019-82250. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 7/11/2019. Additional information was requested and the following was obtained: one package was used for one patient. But this issue has frequently occurred.